Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to corroded keypad traces. The insulin pump power up properly after battery installation and no unexpected battery change to slow alarms were noted. The insulin pump has cracked case at display window corners, display window and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed battery out limit after battery change and she could not clear it due to the buttons not responding. Blood glucose value is 237 mg/dl. Nothing further reported.